Event description:
International affiliate reported that the cord was used to close the sternum of a pt following open chest procedure. Five out of six cords broke fourteen days following implantations. The pt was returned to surgery for repair.